Event description:
The patient experienced a minor stroke after the use of the acculink stent. It is the physician's opinion that the adverse event occurred due to the open cell design of the acculink stent.